Manufacturer narrative:
H10: as the serial number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that during a biopsy procedure, the device repeatedly kept firing but the functionality of this device does not fire repeatedly. It was further reported that multiple attempts have been made to gather additional information, but not resolved. Therefore, it was assumed that the facility tried to report was, the device was repeatedly sampling, not repeatedly firing. There was no reported patient injury.

Event description:
It was reported that during a biopsy procedure, the device repeatedly kept firing but the functionality of this device does not fire repeatedly. It was further reported that multiple attempts have been made to gather additional information, but not resolved. Therefore, it was assumed that the facility tried to report was, the device was repeatedly sampling, not repeatedly firing. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a device history record and manufacturing review was not required as the serial number is unknown and device was not returned. Investigation summary: the physical device was not returned for evaluation. No photos or video were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the repeatedly sampling could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.